Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for a device change out. The left ventricular lead exhibited high thresholds. The lead was explanted and replaced. The patient was doing well post procedure.